Event description:
It was reported that during an index procedure the physician experienced difficulty in deploying the bifurcated device. Reportedly, after several unsuccessful attempts the physician decided to convert to an open repair and the patient was treated with a competitor's graft. It was reported the patient tolerated the procedure and is doing well.

Event description:
It was reported that during an index procedure the physician experienced difficulty in deploying the bifurcated device. Reportedly, after several unsuccessful attempts the physician decided to convert to an open repair and the patient was treated with a surgical graft. It was reported the patient tolerated the procedure and is doing well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, medical records were not made available hence no conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.